Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, functional testing, device-to-device interaction testing, microscope inspection, dimensional testing, and further testing by the analytical lab. No abnormalities or defects were found on the exterior of the returned sheath. Functional evaluation found the device unable to achieve deflection as the steering knob could not be rotated. Dilator sheath interface experienced the difficulty in inserting the dilator into the sheath. Disassembly of the sheath handle to inspect the internal components found the friction gasket adhered to the shaft of the sheath, which restricted the movement of the steering knob and caused difficulty in operating the knob to engage deflection, as seen during functional testing. Inspection into the valve hub found excess adhesive present on the inner rim of the hub at the proximal end of the shaft, which obstructed the access point into the shaft and caused difficulty during insertion of another device or accessory. Unknown orange material was also present on the inner rim of the hub, which resulted in the device being sent to the analytical lab for additional investigation. To identify any dimensional incompatibility between the returned sheath and its native dilator, the suspected dimensions were measured at multiple axes, and calculated for an average diameter specification, compared to the design specifications. Upon return from the analytical lab, the material was identified as a silicone rubber material used on the supplier's manufacturing floor. Faradrive sheath was sent to the analytical lab for additional investigation to identify the unknown material within the valve hub. Upon return, the material was identified as a silicone rubber material used on the supplier's manufacturing floor. As of 14-nov-2024, this silicone rubber material is no longer used to manufacture faradrive sheaths. The reported clinical observation was confirmed by the analysis results.

Event description:
Reportable based on analysis completed on 06may2025 prior to a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When the dilator was inserted into the sheath it would not enter the sheath correctly, and it was noted that it got stuck. The sheath was replaced and the procedure was completed. No patient complications were reported. The sheath was returned for analysis, and inspection of the inner rim of the valve found an unknown orange material present at the sheath's proximal shaft inner diameter.